Event description:
During follow-up, the device could not be interrogated and no pacing was observed. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.